Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in procedure: tg4020/7002235.

Event description:
On (B) (6) 2010, this pt underwent emergent repair of a previously undiagnosed type b dissecting and ruptured thoracic aorta using gore tag thoracic endoprostheses. The placement of the devices occurred without incident. The physician believes that the dissection may have progressed proximally after implant of the devices. The pt's blood pressure could not be stabilized during the procedure, subsequently the pt expired several hours post procedure.